Event description:
It was reported that the user observed a high glucose reading on the ilet reported at a value of 401 mg/dl, administered a subcutaneous insulin pen injection without a confirmatory fingerstick, and later learned they had incorrectly deployed an inset infusion set, resulting in a bent cannula and a delay in pump therapy; the infusion set and cartridge were addressed with troubleshooting and education, and delivery was paused per guidance before resuming. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to treatment or therapy without emergency care or hospitalization. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device malfunction, with a usage problem identified related to improper or incorrect procedure involving the cannula and infusion set connection. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. The user was advised to contact support for assistance on the next set change.

Manufacturer narrative:
Initial.